Event description:
It was reported that the device movement/shift and a leak occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At a routine three (3) month follow-up, computed tomography (CT) imaging revealed that the device was canted/shifted and had >1/2 shoulder. It was suspected that there was a fabric related leak. The patient will remain on anticoagulant medication and will be re-imagined at the next follow up.